Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had its service led illuminated in the morning. The device was powered on, and the device's display turned white. A white display is indicative of a device lock-up. Multiple event codes had been logged into the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.